Event description:
Procedure: gastrectomy. According to the reporter: seven days after surgery, the pt stated chest pain and a minor leak was found. There was no poor staple formation. The pt did not require additional surgery and was treated with antibiotics. It was not known if there were any problems reported during the initial surgery.

Manufacturer narrative:
Initial report sent to FDA on 3/9/2009.